Event description:
It was reported that a wearable failure was reported. On (B)(6) 2024, the patient stated that the sensor had failed and that she experienced leg cramp and discomfort. The patient stated that the insulin pump and sensor were not communicating with each other. Initially when the patient took a fingerstick the blood glucose reading was 120 mg/dl. The patient was brought to the emergency room, and when a fingerstick was taken the blood glucose reading was 165 mg/dl. She received insulin given via injection. The doctor advised the patient that they would stay in the hospital for 2 nights. At the time of the report (10/18/2024), the patient was stable and noted that the plan was to be discharged on (B)(6) 2024. Data investigation could not confirm a wearable failure. However, no readings/ sensor error/ brief sensor issue was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.